Event description:
When hanging the 17:00 dose of kefzol antibiotic, the maintenance line backed-up into the antibiotic an unknown amount. It happened immediately, prior to any medication being administered to the patient since the lower IV clamp was still in place. I removed the antiobiotic from the secondary line and hung a new one. I also added a second plastic hanger, and raised the antibiotic up higher. Once the new antibiotic was hung, and the other changes were made, it seemed to work properly and flow in an the programed pump rate. I called pharmacy and told them about the wasted dose and asked them to bring up another dose for the next dose (in 8 hours).====================== manufacturer response for sigma spectrum IV pump, sigma======================clinical engineering report sent to sigma, response not known.